Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately six months ago from date manufacturer was made aware of the event.

Event description:
It was reported that the patient was experiencing frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted product was disposed by the facility.